Manufacturer narrative:
Concomitant medical products: dtmc1d1 crt-d implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The right ventricular (rv) lead exhibited an alert for an out of range impedance. The leads remain in use. No patient complications have been reported as a result of this event.